Event description:
At initial stimulation of the implant, the pt reported primarily non-auditory sensations. An x-ray confirmed the electrode array was not in the cochlea. An x-ray had not been done immediately post-surgery but the surgeon stated that the array had been in the cochlea and must have migrated. During the second surgery, the surgeon discovered the electrode array was correctly placed in the cochlea. While examining the array, the surgeon crushed one of the stiffening rings. He therefore replaced the implant. After the surgery, it was reported that the x-ray was "unclear". This event occurred outside the us. This was previously submitted as distributor report number 1721493-1996-00007.